Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage past the stopper. The following information was provided by the initial reporter: after using 20 ml bd syringes to prepack cefazolin syringes we noted leakage from the plunger.